Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed since the sample was not returned for evaluation. Based on the available information, the exact root cause of the reported bleeding cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal locator was inserted into the insertion sheath, resistance was felt, and a kink was observed in the sheath. The device was therefore not used. Manual compression was applied to achieve hemostasis and hemostasis was successfully achieved. There was no health damage to the patient. The blood loss was less than 250cc's. The procedure before deploying the device was carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. Whether he puncture site was distal or proximal to the inguinal ligament of the right common femoral artery was unknown. The vessel diameter was unknown. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.